Manufacturer narrative:
The customer¿s meter and strips were returned for investigation and tested with qc material. Testing results: returned lot: 345213-21, qc 1: 2.5 inr. Retention lot: 266834-13, qc 2: 2.5 inr. Qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. At 12:15 pm the result from the meter was 4.1 inr with a fingerstick. At 12:26 pm the result from the laboratory was 2.9 inr. There was no adverse event. The customer was "stable". The customer was not anemic and no antiphospholipid antibodies. The customer has had no changes in coumadin, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.5 - 3.5 inr. The suspect device was requested to be returned for investigation a routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.